Event description:
The customer reported to physio-control that the display of their device was not stable and would appear and disappear at times. In this state, the device's display might not be legible, which could result in the labeling for both the analyze and charge soft key buttons at the bottom of the display not being seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the reported issue was related to the readiness indicator which is not a critical failure.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that the display of their device was not stable and would appear and disappear at times. In this state, the device's display might not be legible, which could result in the labeling for both the analyze and charge soft key buttons at the bottom of the display not being seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.